Manufacturer narrative:
The serial number has been provided. This report has been updated to reflect the additional information.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI unavailable, unknown product code. Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, a microsensor shortly after being connected to the monitor, read "-99". Another microsensor was used to complete the procedure. It will be returned to be evaluated.

Manufacturer narrative:
The sensor was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned component found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation of the device, the supplier was not able to confirm the reported issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.